Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
A journal article was obtained on 15jan2026 that reported a retrospective study from denmark. The purpose of the study was to evaluate the use of zimmer® segmental mega-prosthesis for reconstruction of the distal femur, following the resection of bone malignancies and aggressive benign bone tumors. The study reviewed 59 consecutive patients who underwent reconstructions of the distal femur due to malignant bone lesions (n = 51) or aggressive benign bone tumors (n = 8) from 2017 to 2022 at rigshospitalet in copenhagen. All patients underwent primary (n = 53) or secondary resection (n = 6) of the distal femur and reconstruction with the zimmer® segmental mega-prostheses system. The study population had a mean age of 58 years at time of surgery (range, 17-86); (24 males/35 females). Mean follow-up for all patients was 3 years (range: 1 day¿8 years). Of note, for the purpose of analysis ¿revision¿ meant any unplanned implant related surgical intervention and ¿major revision¿ indicated removal of bone anchored implants or amputation. It was reported that two (2) patients experienced periprosthetic fractures requiring revisions of the total femur prostheses on an unknown timeframe post-implantation.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however it was reported that all initial implantations occurred between (B)(6) 2017 and (B)(6) 2022. G2: foreign - event occurred in denmark. G2: literature - holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55, 100722. Https://doi.org/10.1016/j.jbo.2025.100722. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.